Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal and dislodged right iliac limb extension was determined to be anatomy related due to the tortuosity of the right common iliac artery and the aneurysm in the right common iliac artery. There were no procedure-related, user-related, or off-label product use conditions found. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
After the clinical assessment for this event, it was discovered that the reported type ib endoleak was found to be a type iiia endoleak (complete separation between the two iliac limbs). Based on the clinical assessment for this event, the most likely cause of the reported loss of seal and dislodged right iliac limb extension was determined to be anatomy related due to the tortuosity of the right common iliac artery and the aneurysm in the right common iliac artery. There were no procedure-related, user-related, or off-label product use conditions found. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2013 an afx bifurcated stent graft, suprarenal cuff and three limb extensions were implanted to treat an abdominal aortic aneurysm. A follow up CT on (B)(6) 2017 approximately 4 years post-op showed a type 1b endoleak from the right iliac limb extension due to separation and dislodgement from the right common iliac artery. The patient was also noted to have proximal cuff dilation with the diameter measuring 38mm. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.